Manufacturer narrative:
Investigation is not complete. Event device code not rec'd until 08/05/1997.

Event description:
Painful left total knee arthroplasty secondary to loose femoral and tibial components. Disruption extensor mechanism.